Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ac adapter does not provide power to the controller. The ac adapter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed visual inspection and functional testing. The controller ac adapter was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. A potential root cause of the reported event may be attributed to a marginal connection between the controller ac adapter and the controller and/or due to a marginal connection between the controller ac adapter and the wall outlet at the time of the reported event. If information is provided in the future, a supplemental report will be issued.